Manufacturer narrative:
The technician found the valves were stuck. The technician replaced both valves to resolve the issue.

Event description:
Technician alleged that the bed had no head up or down functions. No one was hurt or injured.